Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, in china, tape adhesion failure was reported. Due to elevated blood glucose (bg) levels, a treatment pump was implemented to control blood glucose.